Manufacturer narrative:
The device was manufactured september 6, 2014 ¿ september 8, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow. The device was filled with 24 ml of an unspecified solution. The infusion was for 148 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.